Event description:
The drain broke upon removal.

Manufacturer narrative:
On the fourth post op day, the surgeon attempted to remove the drain from the patient's neck and it broke. The surgeon reported that no resistance was felt during the removal. The retained piece of the drain was removed in interventional radiology under fluoroscopy. The patient was discharged home a few hours later. The sample was not retained for eval. The facility would not provide details pertaining to the surgery performed or why the drain was initially placed. It is not known if the integrity of the drain was compromised in any way during the surgical procedure or prior to its removal from the patient. We do not know if any suturing took place in close proximity to the drain. The facility stated that the drain did not appear to have been cut. A root cause has not been determined. Due to the reported incident, this medwatch is being filed.